Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. A data review confirmed the reported unexpected g5 mobile application shut-off. The root cause could not be determined.